Event description:
It was reported that an increase in pacing threshold was observed along with a decrease in rv pacing lead impedance. Provocative tests were performed but no lead noise was observed. The physician believes that the lead might have become dislodged. Follow-up plans were made for fluoroscopic imaging. The patients condition was listed as good and no adverse events were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.